Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. The patient reported that cgm displayed value of 13.3 compared to bg meter value of 2.2. The patient's mother stated that the patient has had a sensor in for 6 days and was playing and her monitor was reading 13.3. The patient told her mother that she was feeling wobbly, which the patient's word for hypoglycemia. The patient's mother looked at the monitor and saw 13.3 so thought she may be experiencing a high feeling. The mother stated that a few minutes had pasted and the patient looked really pale. The patient's mother decided to finger tested the patient and the patient's actually value was at 2.2. The patient's mother stated that she had given lucozade (UK glucose drink) to the patient, in order to treat her event. At time of contact the patient's condition was fine. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately.  Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. It was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).